Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter safety would not activate during use to retract the needle. The following information was provided by the initial reporter, translated from portuguese to english: "after puncture, it was not possible to activate the safety device and consequent retraction of the needle."

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter safety would not activate during use to retract the needle. The following information was provided by the initial reporter, translated from portuguese to english: "after puncture, it was not possible to activate the safety device and consequent retraction of the needle."